Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to implant fracture, approximately 3 years after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported that peri-implantitis was observed during the implant removal surgery. The patient will need another surgical intervention.